Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), anterior leaflet flail with prolapse (a1), coronary artery disease (cad), hypertension (htn), hyperlipidemia (hld), chronic obstructive pulmonary disease (cpod), tricuspid regurgitation (tr), right bundle branch (rbb), transient ischemic attack (tia) for a mitraclip procedure. During the procedure, first leaflet grasp was not convinced of full leaflet insertion, and second leaflet grasp was well visualized, and it was decided to deploy the clip. Clip was deployed and slight lateral to medial, can't was noted. It was previously planned to implant the second mitraclip central to the first clip. After implanting the second mitraclip, lateral jet had worsened and it was observed that the anterior leaflet was visible outside of the clip. It was decided to implant the additional clip lateral to the first clip. Third mitraclip was down in the ventricle, grasping was completed and found the orientation was not correct. Physician opened the arm, mistakenly did not lift the grippers, tried to rotate the clip and resistance was felt. When physician realized the mistake, physician lifted the grippers and the clip spun in the ventricle becoming entangled. It was tried to free the clip and while doing so, third clip knocked the first clip, and first clip had single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Third clip was able to be freed and grasped at the intended location. Imaging was difficult. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.